Event description:
It was reported that this right ventricular (rv) lead was explanted due to exhibiting loss of capture (loc) and high out of range pacing impedance measurements. Another lead was implanted instead. This lead is expected to be returned. No additional adverse patient effects were reported.